Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter, translated from chinese to english: after attaching the connector to the indwelling needle, the initial infusion with the syringe was found to be blocked, preventing the smooth completion of the infusion and flushing of the sealing tube.